Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the clinician removed the plug and put cuff up with 7 ml of sterile water. Cough assist was provided then the assist clinician realized that they were suctioning water out of the patient airway. Patient was suctioned an additional time for minimal secretions and or water. The cuff was put down and less than 1 ml was removed from cuff for it to be deflated. Patient experienced no respiratory distress and did not require cuff to be continually up; the reason the cuff was up momentarily, was for the more effective administration of cough assist. There was patient involvement, however no patient harm.

Manufacturer narrative:
One used device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. No leaks were observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.